Event description:
Device change out for suspected acute thrombosis with hemolysis. Power spikes and red heart alarms. Emergent explant and re-implant. The inflow cannula was kinked and tilted anteriorly, no thrombosis on final note.